Event description:
Healthcare professional reported ¿right capsular contracture, baker grade unknown¿. Healthcare professional later noted capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo evaluation: visual analysis of the photographs identified: device is seen intact, red particles on the shell and biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported ¿right capsular contracture, baker grade unknown¿. Healthcare professional later noted capsular contracture, baker grade iii. Device has been explanted.